Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown); unk-sigadapt, unknown signia egia adapter (serial#: unknown); unknown endo gi, unknown endo gia instrument (lot#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown) emma f. Van de geijn, shiromani janki, dorottya k. De vries, willemijn n. Nijboer, ian p. J. Alwayn, jeroen nieuwenhuizen, andrzej g. Baranski, alexander f. M. Schaapherder, aiko p. J. De vries, volkert a. L. Huurman, hwai-ding lam. Effective and safe implementation of robot-assisted donor nephrectomy by experienced laparoscopic surgeons. World journal of surgery 2024. Doi: 10.1002/wjs.12249. Pages 1-9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent robotic-assisted donor nephrectomy versus their counterparts who were treated with laparoscopic donor nephrectomy between june 16, 2021 and november 11, 2022. It was noted that the renal artery and vein were divided using a manual endoscopic stapler or a powered endoscopic stapler. There were 103 patients included in the study and complications included conversion from laparoscopic procedure to hand-assistance due to bleeding of the arterial staple line intra-operatively. Additionally, there were two cases of post-op bleeding, one of which originated from the staple line and one which did not have a clear focus. One bleed did warrant an additional surgical intervention. Stapler failure was also noted in one procedure.